Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced harm change sensor/bad sensor, sensor updating/sg not available, lost sensor alarm, sensor not wet, no no communication between pump and transmitter. The customer reported blood glucose value of 328 mg/dl. The customer reported hyperglycemia which did not require treatment. The event involved product(s) mmt-342g, mmt-7040a, mmt-7040a, mmt-441ag, mmt-1884, mmt-7040a, mmt-7841zn. Troubleshooting was performed. Customer received a change sensor alert. Customer is unable to run a transmitter test and/or test passed. Customer was advised to try another sensor. Customer reported a loss of communication between the transmitter and the pump. Deleted blood glucose serial number from pump and re-paired but blood glucose would still not communicate/trigger a "sensor connected" alert. Customer reports the transmitter did not blink when connected to the sensor. Transmitter was fully charged prior. Led light blinked when transmitter was disconnected from the charger and/or connected to tester but led light would not blink when connected to the sensor. Customer reported high blood glucose . No further patient complications were reported. No product return is required for mmt-342g. No product return is required for mmt-7040a. No product return is required for mmt-7040a. No product return is required for mmt-441ag. No product return is required for mmt-1884. No product return is required for mmt-7040a. Mmt-7841zn was requested and customer response was the device will be returned.

Manufacturer narrative:
Unit received and placed unit under microscope and found physical damage to cow catcher (connector platform skewed or misaligned), and physical damage to the connector pins. In conclusion, unable to perform functional test, rf/ble/downgrade/association/accuracy test due to the physical damage. The customer complaint of led, communication anomaly, and unexpected alert/alarm could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.